Event description:
Iabp catheter required replacement 46 hours after insertion. Blood had backed up in catheter.patient developed chest pain during 30 to 40 minute period required to replace catheter. Chest pain relieved once replacement catheter was functioning.